Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a coyote es balloon catheter with an unidentified guidewire in the lumen. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. The guidewire was protruding 34cm from the hub of the device. The outer diameter (od) of the returned guidewire measured .014". Microscopic examination presented no damage or irregularities to the distal tip. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft of the device. Microscopic examination also revealed that majority of the distal outer and inner shaft was buckled. The inner diameter (ID) of the catheter measured .014" which is within the coyote es specifications. An attempt was made to remove the guidewire from the lumen of the device; however, due to the damaged shaft, the guidewire was unable to be removed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A non-bsc guide wire was advanced. A 3mm x 20mm x 143cm coyote¿ es balloon catheter was selected and advanced to the lesion; however, the physician had difficulty in controlling the guide wire in the proximal lesion. The physician tried to remove the balloon catheter but failed to pull the device out from the patient's body. It was noted the balloon catheter was stuck on the guide wire. The balloon catheter and the guide wire were then removed together. The procedure was completed with this device. No patient complications were reported and the patient's status was good.